Event description:
The hcp reported that at refill the expected reservoir volume was 8ml and the actual was 18ml. "Caller suspects pump is stalled." The hcp plans to bring the pt back in a few weeks and check the reservoir volume and, if low, do a rotor study. A follow up report will be sent when additional info is received.